Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the device misfired and the clip would not form properly. The procedure was completed with same like device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m90n85. Conclusion: the analysis results found that the 2b5lt device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. In addition, the duckbill was visually inspected and no anomalies were noted, the device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m90n85. Conclusion: the analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed fifteen scissored clips due to the misaligned condition of the jaws. Upon evaluation, no feeding incidents occurred. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. Additional information was requested and the following was obtained: it is alleged that during a laparoscopic cholecystectomy, the er320 misfired. They had already fired the device a number of times. They then fired again and no clip came out. They tried again and two clips came out at once.